Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message occurred at ¿midday¿ on (B)(6) 2015. The patient manages their diabetes with insulin (type and dosage unknown) and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. At 11pm, the same day as the error message appeared, the patient stated that they developed the symptom of ¿lightheaded¿. In response to this symptom the patient received more food and/or drink from a ¿non-healthcare professional¿ at 11:30pm. No blood glucose results were provided at this time. At the time of troubleshooting the cca noted that the patient was unable to walk through a retest in order to try to resolve the issue. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.